Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at 6:00 am est the cgm reading was 68 mg/dl and the patient lost consciousness. His wife contacted emergency and when they came and took a bg reading was at 48 mg/dl. The cgm 68 mg/dl and bgm 48 mg/dl readings were obtained by the emergency medical services (ems). The patient was treated with IV medication and IV fluids by the paramedics. After the treatment the patient regained consciousness. The patient was taken to the emergency doom and treated with IV fluids. The patient was sent home (B)(6) 2026 at 1:30 pm est. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the a zone of the parkes error grid when ems arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.